Manufacturer narrative:
(B)(4). Medical product: tibia fixed cemented stem extension catalog # 42542007501 lot # 64649521, articular surface fixed bearing constrained condylar knee (cck) catalog # 42512800810 lot # 64277829, stem extension offset splined uncemented catalog # 42560613515 lot # 64783591, femoral distal augment cemented catalog # 42556607005 lot # 64769970, tibial central cone catalog # 42545000512 lot # 64680479, stem extension offset splined uncemented catalog # 42560613513 lot # 64799559, articular surface locking screw and insert kit catalog # 42510033056 lot # 64500615. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02645, 0001822565-2022-02646, 0001822565-2022-02647, 0001822565-2022-02648, 0001822565-2022-02649, 0001822565-2022-02650, 0001822565-2022-02651.

Event description:
It was reported patient is experiencing pain approximately 18 months post implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Only initial medical records were provided and reviewed by a health care professional. Review of the available records identified the following no intra ops complication during the surgery. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert, pain is known adverse effect of the system. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.